Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was reprogramming due to counters. In addition, it was noted that the patient requested the pacemaker removed because of redness and irritation at the pg site. No mention of infection or antibiotics. There was no oversensing observed. They are continuing to monitor at this point and reprogrammed. Additional information received indicates that the patient experienced pain around the pocket incision site and intolerable stinging pain. The patient is not device dependent and requested the device be removed, no other implants of treatment were performed. Subsequently, the pacemaker was explanted and, existing leads were capped. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was reprogramming due to counters. In addition, it was noted that the patient requested the pacemaker removed because of redness and irritation at the pg site. No mention of infection or antibiotics. There was no oversensing observed. They are continuing to monitor at this point and reprogrammed. Additional information received indicates that the patient experienced pain around the pocket incision site and intolerable stinging pain. The patient is not device dependent and requested the device be removed, no other implants of treatment were performed. Subsequently, the pacemaker was explanted and, existing leads were capped. No additional adverse patient effects were reported.